Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis of the provided trend data, acquired between 27-may-2019 and 26-may-2020 recorded the increase from initially 2750 ohms to above 3000 ohms as reported in the complaint description. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Sometime during 2018, the rv pacing impedance increased from 600 to 2000 ohms. All other parameters were normal. The same year we gave the patient hm and continued to follow via the hmsc. A few weeks ago, the pacing impedance surpassed 3000 ohms and the patient has been invited for new rv lead implantation.